Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with an unknown concentration and dose. It was reported the doctor called the representative that day (B)(6) 2017 to report a possible pump issue. The representative stated after the patient¿s refill two refills ago, within 24 hours post-fill, the patient experienced overdose symptoms. The representative stated the patient then was admitted to the hospital and within 3-4 days or so, the symptoms subsided, and he returned to normal. The representative was not aware of any volume discrepancies at the time of the call. The representative questioned whether overfilling the pump could cause it to over infuse. The change in therapy/symptoms was considered sudden. The representative stated he would call the hcp back, but the representative was currently out of time. The representative stated their colleague might go out to check the pump as well. The current drug in the pump was the drug related to the reported event. The representative checked the pump logs, but did not see anything unusual. According to the logs, the pump refill occurred on (B)(6) 2017 (two refills ago). No further patient complications were reported.

Event description:
Additional information received from the hcp reported there was no overdose. The symptoms were due to a seizure. The patient¿s phenytoin level was too low according to the hcp. The patient¿s weight was unknown.

Event description:
Additional information received from the hcp reported there was no overdose. The symptoms were due to a seizure. The patient¿s phenytoin level was too low according to the hcp. The patient¿s weight was unknown.

Event description:
Additional information received from the hcp reported there was no overdose. The symptoms were due to a seizure. The patient¿s phenytoin level was too low according to the hcp. The patient¿s weight was unknown.